Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient was hospitalized due to developing blood clots after the implant procedure. The patient also acquired an infection and was given IV antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event.